Event description:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 23-oct-2015. The most recent information was received on 09-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('periods are extremely heavy last at least 14 day / heavy bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("cramping / spasms"), depression ("depression") and alopecia ("hair loss") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed. At the time of the report, the menorrhagia, dysmenorrhoea, uterine leiomyoma, depression and alopecia outcome was unknown. The reporter considered alopecia, depression, dysmenorrhoea, menorrhagia and uterine leiomyoma to be related to essure. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff information form received. The case was upgraded from non-serious incident to serious incident. Essure removal information was received. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(6)) on (B)(6)2015. The most recent information was received on 20-may-2021. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('periods are extremely heavy last at least 14 day / heavy bleeding') in an adult female patient who had essure (batch no. 689937) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), pelvic pain ("acute pelvic pain"), dysmenorrhoea ("cramping / spasms"), depression ("depression") and alopecia ("hair loss") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (robotic assisted hysterectomy with bilateral salpingooophorectomy, cystoscopy). Essure was removed. At the time of the report, the heavy menstrual bleeding, dysmenorrhoea, uterine leiomyoma, depression and alopecia outcome was unknown. The reporter considered alopecia, depression, dysmenorrhoea, heavy menstrual bleeding, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: trailing coils- right-1, left-2 lot number: 689937 manufacturing date: 2009-11 expiration date: 2012-11 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-may-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 23-oct-2015. The most recent information was received on 16-jul-2020. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('periods are extremely heavy last at least 14 day / heavy bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("cramping / spasms"), depression ("depression") and alopecia ("hair loss") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed. At the time of the report, the menorrhagia, dysmenorrhoea, uterine leiomyoma, depression and alopecia outcome was unknown. The reporter considered alopecia, depression, dysmenorrhoea, menorrhagia and uterine leiomyoma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 16-jul-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('periods are extremely heavy last at least 14 day / heavy bleeding') in an adult female patient who had essure (batch no. 689937) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), pelvic pain ("acute pelvic pain"), dysmenorrhoea ("cramping / spasms"), depression ("depression") and alopecia ("hair loss") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (robotic assisted hysterectomy with bilateral salpingooophorectomy, cystoscopy). Essure was removed. At the time of the report, the heavy menstrual bleeding, dysmenorrhoea, uterine leiomyoma, depression and alopecia outcome was unknown. The reporter considered alopecia, depression, dysmenorrhoea, heavy menstrual bleeding, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: trailing coils- right-1, left-2. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 4-may-2021: mr received : reporter, lot number added, rcc updated. Event acute pelvic pain added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.